Event description:
It was reported that the device failed rate calibration (too low). The acceptable range for the test was +/- 3.4% and it tested at -9.04%. No further information is available.

Manufacturer narrative:
The customers reported issue of the device failing to calibrate was confirmed on the returned pump module. The source pump module instrument seal was observed missing. Both iui connectors were observed to be dull. It was observed that two out of four of the locating post/datum post were deformed. No other anomalies were observed with any of the electrical or mechanical components. No errors or malfunctions recorded on the device error logs. The customer did not provide programming parameters, date or time of the incident, therefore no programming could be determined. The last programming was not available, the pump module event log contained limited information. Using asm the ¿as received¿ pump module was observed failing rate accuracy task and rate calibration task, after the bezel assembly was replaced with a cad known good bezel assembly the device passed rate accuracy task and rate calibration task. After the original bezel assembly was reinstalled into the returned pump module asm testing showed the device continued to fail for rate accuracy and rate calibration. The proximate cause of the customer¿s report of device failing to calibrate rate was determined to be result of a faulty bezel assembly (locating post/datum post deformed). The root cause of the locating post/datum post deformation was not determined. Review of the pump module service history record showed the device had a manufacture date of 10/24/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/15/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the device failed rate calibration (too low). The acceptable range for the test was +/- 3.4% and it tested at -9.04%.no further information is available.